Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient noticed fluid coming out of pocket and was concerned so he went to see his healthcare provider and it appeared the incision had opened up. Along with fluid, swelling was also present but test showed no infection at pocket site. It was reported the patient was being brought in this morning for surgery but was not told why. The manufacturer's representative (rep) confirmed that there were not allegations regarding device or components and believed it to just be related to the incision itself. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the repo. It was reported that the cause was unknown. Patient was brought back in for sx in (B)(6) 2018. Pocket was cleaned and checked. No infection was found. Battery placed back in pocket and closed. Patient's weight was unknown. The information was confirmed with the physician/account. No further complications were reported/anticipated.